Event description:
It was reported that prior to starting a da vinci s mitral valve repair procedure, the surgical staff was unable to start the surgeon side console (ssc). With the assistance of an isi field service engineer (fse) the site attempted to emergency power off the system without success. The patient was under anesthesia when the surgeon made the decision to abort the procedure. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The investigation conducted by field service engineering found that issue experienced by the customer was associated with the primary power supply(pps). The pps is a +48v power supply with battery backup and is mounted outside of the system control electronics chassis. The system was repaired by replacing the pps. As of (B)(4) 2011, there have been no reported recurrences of the issue at this hospital.